Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing for the shell. Part and lot identification are necessary for review of device history records, neither were provided for the bearing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed on (B)(6) 2005 with no complications noted. Subsequently the patient underwent revisions on (B)(6) 2021 for pseudotumor and (B)(6) 2022 for removal of the femoral components/metal related pathology. A third revision occurred on (B)(6) 2022 to remove the acetabular components as the bearing was found disassociated and in the subfascial space. Once the cup was removed, brown tissue debris was found, likely to be osteolysis or residual metallosis debris from the previous revision. The cup and bearing were explanted and replaced with new products, with no complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision for the acetabular components, irrigation and debridement and bone graft of the acetabulum due to dislocation and disassociation of the dual mobility components. Metal related pathology and bone loss were reported. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157856 m2a-magnum pf cup 56odx50id 296870 , unk stem, unk head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00124. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device remains implanted.